Event description:
It was reported to boston scientific corporation on (B)(6) 2022, that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pseudocyst during a pseudocyst drainage procedure performed on (B)(6) 2022. During the procedure, the stent first flange failed to expand after being deployed. On (B)(6) 2022, a second procedure was performed and another axios stent was successfully implanted. There were no patient complications reported as a result of this event. The patient was expected to fully recover.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Has been updated with the additional information received on february 01, 2023. Imdrf device code (B)(4) captures the reportable event of stent first flange failed to expand. An axios stent and electrocautery enhanced delivery system was received for analysis. The stent was returned fully covered and undeployed. Visual examination of the returned device found the tip showed evidence of electrocautery. The delivery system was returned in the original position. No damages were found to the stent and delivery system. Functional inspection was performed by moving the catheter lock by sliding it to the right, then the catheter control hub was moved up and down. The catheter passes through the luer without resistance. Also, the stent hub was move down to the second and fourth position without any problem and the stent was able to be deployed and expanded without problems. The reported event of stent first flange failure to expand cannot be confirmed; the stent was returned fully covered and undeployed and when attempted to be deployed, the stent deployed and expanded without problems. Therefore, a review and analysis of all available information indicated the most probable cause no problem detected. A product labeling review identified that the device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on november 17, 2022, that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pseudocyst during a pseudocyst drainage procedure performed on (B)(6), 2022. During the procedure, the stent first flange failed to expand after being deployed. On (B)(6) 2022, a second procedure was performed and another axios stent was successfully implanted. There were no patient complications reported as a result of this event. The patient was expected to fully recover. Additional information received on february 01, 2023 it was reported that the procedure was not completed on the same day due to availability of the device.

Event description:
It was reported to boston scientific corporation on november 17, 2022, that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pseudocyst during a pseudocyst drainage procedure performed on (B)(6) 2022. During the procedure, the stent first flange failed to expand after being deployed. On (B)(6) 2022, a second procedure was performed and another axios stent was successfully implanted. There were no patient complications reported as a result of this event. The patient was expected to fully recover.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failed to expand. Block h10: an axios stent and electrocautery enhanced delivery system was received for analysis. The stent was returned fully covered and undeployed. Visual examination of the returned device found the tip showed evidence of electrocautery. The delivery system was returned in the original position. No damages were found to the stent and delivery system. Functional inspection was performed by moving the catheter lock by sliding it to the right, then the catheter control hub was moved up and down. The catheter passes through the luer without resistance. Also, the stent hub was move down to the second and fourth position without any problem and the stent was able to be deployed and expanded without problems. The reported event of stent first flange failure to expand cannot be confirmed; the stent was returned fully covered and undeployed and when attempted to be deployed, the stent deployed and expanded without problems. Therefore, a review and analysis of all available information indicated the most probable cause no problem detected. A product labeling review identified that the device was used per the instructions for use (IFU) / product label.